Event description:
Staff report air leak to tubing on sequential compression device (scd) sleeve and report that this has occurred on multiple scd's over the past 2 months. Air leak occurs in same location. Biomed department investigated and confirmed leak on one cuff at the hose to cuff connection. A black-tie wrap was placed on area of leaking cuff for easier identification.